Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On an unreported date, the patient was hospitalized for an unspecified indication. Two days after the receipt of this report, the patient began treatment for the peritonitis with unspecified antimicrobial therapy (doses, frequencies, and routes were not reported). It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The previously reported hospitalization was prolonged due to the peritonitis (no further detail was provided). On unreported dates, the patient began treatment with ceftazidime, cefazolin, ciprofloxacin and vancomycin (indication, doses, frequencies, and routes were not reported). On unreported dates, the patient was retrained on aseptic technique and the patient was recovered from the event with sequelae (not further specified). At the time of this report, dianeal and extraneal therapies were ongoing (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.